Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that following intubation with a smiths medical portex® endotracheal tube and the cuff inflated; a leak was noted. The tube was then re-inflated but continued to leak. Subsequently, the endotracheal tube (ett) was changed out with no further adverse effects.